Manufacturer narrative:
(B) (4). Lens jammed by inserter. (B) (4).

Event description:
The reporter stated the surgeon attempted to insert an aa4203tl toric silicone single piece lens, but the lens was jammed by the inserter. The reporter was unable to provide any additional information.